Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was reportedly leaking while worn on the abdomen for between 37 and 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found the bottom and middle battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish a connection with the master pdm, however this was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply, however this was also unsuccessful. The pod data was unable to be obtained as the pod could not establish connection with the master pdm. Inspection of the pcb assembly found no visible defects or damages that would prevent the pod from communicating with the master pdm. During fluid path testing, fluid was found to be leaking from a tear in the exposed portion of the soft cannula near the formed needle tip. It could not be determined when or how this damage occurred. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.